Event description:
The investigation of the device revealed a finding of frayed and exposed wires on the power supply. The patient electronics device including the power accessories were replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
One cardiomems patient electronic system and accessory set was received for evaluation. Visual inspection confirmed the power supply's wires were exposed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. The event was visually confirmed.